Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+therapy knob/rotating knob was not functioning. There was no reported patient involvement and/or impact.